Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad buttons were intermittently unresponsive. It was noted that the keypad cover was ripped over the down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: the keypad cover was found to be torn over the down button. During testing, the down arrow keypad buttons were found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.